Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device( referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the device caused damage to another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Imaging was note to be difficult due to the patient anatomy. One clip was deployed without issue. A second clip delivery system (cds) was advanced however met resistance with the previously implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was able to be implanted to stabilize the first clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural circumstance. The reported image resolution was difficult due to challenging anatomy (severely restricted posterior, chordal dense, very thin posterior leaflet). There is no indication of a product issue with respect to manufacture, design, or labeling.